Event description:
It was reported that pump battery did not charge and showed power source alert. There was no reported impact to the customer¿s blood glucose level. Customer had used tandem charging cable and wall adapter and, after leaving pump connected to working outlet with original charging supplies for at least 30 minutes, pump began charging and did not shut down, so no further assistance was required.